Manufacturer narrative:
Though requested, no additional information has been received. The lens was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no other complaints for this lot to date. Based on the information provided, we are unable to determine root cause. No corrective action is necessary at this time.

Event description:
The surgeon indicated that the patient has been referred to two retina specialists who recommended deferring surgical intervention at this time. Additional information has been requested, but not received.

Manufacturer narrative:
Additional information: a2, b5, b6, g4, h2, h10/11. The additional information received does not change the conclusions of our previous reports.

Event description:
It was reported the dislocated intraocular lens (iol) remains inside the right (od) eye on the inferior retina. The iol damage was noticed intraoperatively when being injected into the posterior capsular bag, the leading edge reportedly created a hole in the posterior capsule so the toric iol opened inside the vitreous cavity and dropped back out of reach. In the physicians' opinion, the most likely cause of the iol damage was a sharp edge or burr on the iol leading edge. The capsular bag was damaged, but there was no loss of vitreous and no vitrectomy was performed. There was no incision enlargement, but the plan of surgery changed. No sutures were required. The patient's prognosis on 1 month post op uncorrected visual acuity (va) od is 20/40-1. Patient saw 2 retina specialists. Except the slit lamp examination which revealed 1-2+ corneal folds from the recent cataract surgery, the rest of the examination was without any other findings. Both retina specialists suggested leaving the toric iol where it is located in the vitreous on the retina inferiorly and monitoring the patient to decide if surgical removal by pars plana vitrectomy (ppv) is needed. Specialist 1 reported the patient has had a moderate, sticky, scratchy sensation od for the last 1-2 days. No flashes or floaters. Patient declined intraocular pressure (iop) check. There were no tears, holes, or detachment seen on the careful exam today. At this point, specialist recommends observation. Specialist 2 reported seeing patient 2 weeks post-op. 20/40 visual acuity in the right (od) eye. Slit lamp examination of the right eye revealed 1 2+ corneal folds from recent cataract surgery. The intraocular lens (iol) in the right eye appeared to be in good position. Dilated examination of the right eye revealed a dislocated iol at 6 o'clock in the vitreous base, which did not move when the patient was positioned the patent's back. The retina was intact and in place. There was no evidence of retinal irregularity adjacent to the iol. Optical coherence tomography (oct) evaluation showed no sign of cystoid macular edema or epiretinal membrane in either eye. The iol in the right eye is not moving significantly and therefore will most likely be stable at its present position going forward. There is an excellent chance that it will stay where it is and not cause any symptoms at all.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is still in progress. Upon completion of the investigation, a follow up report will be submitted.

Event description:
It was reported during cataract surgery on the right (od) eye, after an uneventful phacoemulsification, the central posterior capsule tore when the intraocular lens (iol) was inserted. It immediately dropped out of sight into the vitreous. The surgeon implanted an additional iol of a different model into the sulcus and captured it in the anterior rhexis. The surgeon's treatment plan indicates the patient is being seen by a retina specialist where the iol in the sulcus will be explanted, a par plana vitrectomy (ppv) will need to be completed to bring the iol into the anterior chamber and removed, and a replacement iol will be implanted into the sulcus. Though requested, no additional information has been received.